Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported the patient had a dye study on (B)(6) 2015, and there was a tear in the catheter. The call was to find surgeons in the area that could help replace the catheter. The drug that was used via the device system was baclofen. The patient intervention/outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient still had concerns with their device. During recent months the patient experienced worsening of symptoms previously ameliorated by intrathecal baclofen. The patient had seen their physician on multiple occasions for reprogramming to increase the dose to no avail. The patient's physician had scheduled an appointment with a neurosurgeon. It was noted the patient wondered if they must have another surgery to replace the catheter. No further information was provided. If additional information is received this report will be updated.

Event description:
Additional information was received from a consumer. Originally it was found that the catheter was broken. There was extravasation but it was unknown where it was at the time of the dye study on (B)(6) 2015. A pump replacement and catheter revision took place on (B)(6) 2015. There were no issues with the pump, but since the patient had the pump for over 5 years, the healthcare provider (hcp) replaced it at the time of the catheter revision. The patient felt that he would not have had to undergo the surgery for another 2 years if there had not been a defect with the catheter. Following the revision, the patient felt his current medication daily dose was not accurate because he was not getting the full effect of his medication with the catheter issue and felt that it was not a true reflection of his information because they were still adjusting the dose. The device system delivered lioresal (concentration and dose unknown). Additional information received from a consumer indicated that the current lioresal dose was 185mcg/day.